Manufacturer narrative:
As reported, post-implant of a ventralight st mesh, the patient experienced ¿some type of reaction¿. The information provided is limited, multiple attempts were made to obtain additional information however, there has been no response. Based on the information available, no conclusions can be made. The adverse reactions section of the instructions-for-use, supplied with the device lists allergic reaction as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (30-jan-2024) is provided as a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Event description:
As reported, post implant of a ventralight st mesh the surgeon stated the ¿patient was having some type of reaction and felt it was because of the mesh.¿

Manufacturer narrative:
As reported, post-implant of a ventralight st mesh, the patient experienced ¿some type of reaction¿. The information provided is limited, multiple attempts were made to obtain additional information however, there has been no response. Based on the information available, no conclusions can be made. The adverse reactions section of the instructions-for-use, supplied with the device lists allergic reaction as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. H.11 addendum: this is an addendum to the initial MDR submitted to document additional details regarding patient's adverse reaction and product details. As reported, the patient experienced systemic itching and rash post implant of ventralight st mesh. No conclusion can be made at this time as to the degree to which the device may be causing or contributing the patient¿s reported symptoms. A mesh sample has been supplied to the hospital for reactivity test. If/when reactivity testing is performed and the results are provided, a supplemental MDR will be submitted. Review of manufacturing records shows the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in october 2023. Updated fields: a2, a3, b4, b5, b7, d6.a (medical device implant date), g3, g6, h2, h4, h6, h10, h11. Corrected fields: b3 (date of event), d4 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, post implant of a ventralight st mesh the surgeon stated the ¿patient was having some type of reaction and felt it was because of the mesh.¿ addendum per additional information provided: as reported, during robotic umbilical hernia repair and plication of diastasis recti patient was implanted with a ventra light st mesh on (B)(6) 2024. It was reported that on (B)(6) 2024 patient started experiencing itching and rash. The reaction was systemic, and patient was treated with topical corticosteroids, systemic corticosteroids, antihistamines.